Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had power error detected alarm. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Customer stated that power error detected alarm was recurred within a week. The device will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, self test, sleep current measurement and active current measurement. Detailed trace analysis confirmed power error alarm 25 was triggered when backup battery loaded voltage was less than 3.5 volts for 4 consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector at electrical board, device was monitored and functioned properly.